Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. Reportedly, customer delivered multiple bolus deliveries in attempt to treat a prior bg level. Customer required assistance from family member to treat bg level via consumption of glucose tablets and carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. Customer acknowledged pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.